Event description:
Air was entering into the inject8 during the exam after 5 to 10 moves of the syringe full of contrast. In spite of their attention, air bubbles were injected into the pt. The pt is reported to be safe.